Event description:
New information received notes that the patient initially presented remotely via merlin.net. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.

Event description:
It was reported that the patient presented with high defibrillation impedance on the right ventricular lead. Further information was requested but not received.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.